Event description:
It was reported that revision surgery was performed due to migration of the acetabular cup.

Manufacturer narrative:
This event was also reported to FDA by the patient under voluntary report no. (B)(4). The manufacturer's MDR associated with the first intervention is 3005477969-2011-00279.